Event description:
The facility alleged, the bed exit doesn't alarm when weight is removed from the tape switches on the sleep surface.

Manufacturer narrative:
The facilities maintenance replaced the bed exit tape switches to repair the bed.